Manufacturer narrative:
Product has been requested to be returned however it has not been received. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
Report received from (B)(6) states: "no aspiration, many bubbles in the patients eye. The surgeon thinks it was due to a leaking problem with the cassette. The problem was solved by replacing the cassette. No patient impact."